Event description:
It was reported that during routine follow up, non sustained lead noise episodes were. Further review shows which appear to be myopotential oversensing. Programming changes were made. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.